Event description:
Complainant reports that the "eye drop" type medicine dispenser provided to the complainant with the pediatric liquid medication prescription is calibrated incorrectly. Complainant alleges that when filled to the 1 teaspoon mark, it actually delivers almost exactly 2 teaspoons. Complainant measured it because it just appeared to be too much liquid. Complainant reported it to retailer's corporate offices, and they were reportedly very concerned. Device is graduated with 1 mm/tsp increments. MFR identified by the retailer. The retailer said they would also investigate the complaint. In 8/2001, the complainant received a call from counsel for retailer who said that retailer had samples from their inventory tested by an independent lab and were found to be within specifications.